Manufacturer narrative:
Additional narrative: device broke intra-operatively (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. DHR review ¿ manufacturing site: (B)(4). Manufacturing date: 18. May 2015. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during a dynamic hip screw (dhs) operation on (B)(6) 2015, the second cortical screw was inserted by hand. During the final hand tightening of the screw, the screw head sheared off the screw. The remaining part of the screw was left in the femur as it was correctly placed and removal would have caused significant destruction. No surgical delay or patient injury was reported. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: the initial complaint was reviewed and found to be a duplicate of another complaint. Information already reported in medwatch MFR number: 1000562954-2015-10170. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.